Event description:
Baxter reported that a patient needed to replace the transfer set because the blue connector was broken during use. The set was placed in 2005 (17 days). There was no patient injury or medical intervention reported according to baxter.